Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided.

Event description:
It was reported that a pt with an lp shunt had an incident with a small lumen catheter piercing the bowel.